Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. Blood/body fluid was noted in the lumen. A finishing wire was partially inserted and stuck in the lead lumen. The lead tip was intact and undamaged. The lead was determined to have been electrically continuous. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this left ventricular lead displayed loss of capture. The lead was found to have dislodged. A revision procedure was performed where the lead was explanted and replaced. There were no adverse patient effects reported. The lead has been returned for analysis.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.